Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced the high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer stated that they messed up with their insulin pump and delivered 5.000 unit insulin but they did not delivered the amount on their body. Customer stated that insulin pump showing 4.075 active units of insulin. Customer declined the troubleshooting for high blood glucose. Called back customer after some time to check blood glucose level and it was decreasing to 371 mg/dl and 229 mg/dl and active insulin was 0.00 units at the time of final call. The device will not be returned for analysis.